Event description:
I had essure put in (B)(6) 2013. Since that time I have had ongoing medical issues. Pain in my abdomen, cysts on all different body parts that I never had before, I have had fibroids removed from my uterus and checked to see if they are cancerous. I have weight gain that I can't get rid of, I have random, heavy bleeding with huge clots and bleeding everywhere. I am constantly living my life around the effects of this essure product. All of this was never a problem before essure. I was healthy and very active. All of that has changed. I had to adjust my life because of essure.